Event description:
It was reported that boston scientific technical services (ts) was contacted for evaluation of gradually increasing shock impedance measurements from this right ventricular (rv) lead. The shock impedance measurements had increased from ~90 ohms to >125 ohms. Additionally, the most recently delivered shock impedance measurements were ~130 ohms. It was discussed that this was most likely the result of gradual lead encapsulation / calcification around the shocking coil. It was discussed the physician could perform a commanded 1.1j shock and/or defibrillation threshold testing to evaluate the rv lead integrity. Ts indicated the physician may also elect to continue with remote monitoring, depending on the patient condition. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.